Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per review of wo notes, an evaluation of the device showed it would not generate pressure greater than -0.8 psi even with circulation pump command (cpc) was at 100%. Per additional information received on 19jan2026, teams message with technical support, this event indicated a failed circulation pump, and a repair quote was sent.

Event description:
It was reported that the arctic sun device would not fill. Per review of wo notes, an evaluation of the device showed it would not generate pressure greater than -0.8 psi even with circulation pump command (cpc) was at 100%. Per additional information received on 19jan2026, teams message with technical support, this event indicated a failed circulation pump, and a repair quote was sent. Per sample evaluation results on 03mar2026, the tank seals found worn/torn.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. No root cause required, as no issue was found. The arctic sun 5000 was evaluated upon receipt. Per decontamination notes, received fill tube. Unit did not have a screen protector and was primed to fill. The reported issue of device would not fill is unconfirmed. Csv files show last time device was filled was on (B)(6) 2024. Filled with no apparent issue. (Arctic sun 5000) no error code observed. No repairs were completed as there was no issue with the device. Tank seals were found worn/torn. Device underwent 2000 h pm procedure. Tank seals were replaced. Circulation pump and mixing pump were serviced. Evaporator outlet tube, double bend tube, heater, drain valves, and manifold o-rings were replaced. Coin cell was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.